Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem "system error 322" was reproduced. A review of the event history log revealed "system error 322 - link switch error (low)" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was undetermined. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed system error 322 (link switch error (low)) during testing in the biomedical service department. There was no patient involvement. No additional information is available.